Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms and meter results/error message. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 16-jun-2025 to ensure the customer's condition had improved - able to establish contact with customer's mother who stated customer's condition had improved and they did not currently have any diabetic symptoms. Mother stated she had taken the customer to see their primary care doctor on (B)(6) 2025. Customer's blood glucose test result when at the doctor's was not provided but mother stated that it was high. The diagnosis had been high blood glucose and customer had been treated with insulin. Mother stated the doctor had also provided a new prescription for the same insulin, as she had been advised to discard the customer's insulin as it had not been stored properly. Replacement products were sent to the customer. Note 2: manufacturer contacted customer in follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results and error message (e-2). Mother is calling on behalf of the customer. The customer¿s expected blood glucose test result range was not provided. Caller stated she was nervous - the customer has cancer and diabetes and was not feeling well the morning of the call; caller did not specify customer's symptoms and did not confirm if customer was currently experiencing any diabetic symptoms. Caller stated that she would administer insulin to the customer and stated she would contact the customer's doctor. During the call, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/26/2026 and test strips were opened the day prior to the call. Product storage location was not provided. The meter memory was not reviewed for previous test result history.